Manufacturer narrative:
Continuation of h6 (component code): 4763 evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of no power up using battery power was verified and attributed to open fuses on the ac charger board and battery interconnect board. The ac charger board and battery interconnect boards were replaced to remedy the report. The customer's report of a defib fault 76 message was verified and attributed to a damaged thermal pad under a transistor component of the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to power up with battery only. When powered on using ac power the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.